Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a three level posterior lumbar fusion. It was reported that the screw broke in half about 5mm below the tulip head. The patient underwent a revision surgery to extend the construct due to non-union. No additional information was reported.

Manufacturer narrative:
Additional info: visual review confirms screw breakage approximately ~2-3 threads from bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Significant damage and/or smearing noted to all fracture surfaces. The lower broken portion of the bone screw is consistent with explantation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, river lines, and shear lips, starting approximately ~50% of the way through the cross-sectional area of the bone screw, consistent with overload.